Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced low vision. The iol was exchanged for unspecified lens model 21 days after the initial implant procedure. There are two medical device reports associated with this report. This is 1 of 2. Additional information has been requested.

Manufacturer narrative:
The lens was returned in a screw top vial. Viscoelastic was observed on the lens. The optic was cut from the edge across the optic just off center. The optic edge was chipped. One haptic insertion area was damaged. The haptic was removed. The lens was cleaned with klrp. The lens met specification for power, 22.0 diopter, resolution could not be obtained due the optic damage. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint of post operative low vision. The returned les met specification for diopter, 22.0. The resolution could not be verified due the optic damage. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Based on the information provided, the issue may have occurred during surgery. Information was provided that two patients had visual issues after the lenses were implanted on (B)(6) 2024. It was indicated that the lenses may have been changed in the operating room, as the two patients were operated on sequentially in the same room. The lens was exchanged for the same model with the intended diopter. No further information has been provided. The file will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that the customer reports that the patients are doing well, and new lenses have been implanted with the correct diopter.

Manufacturer narrative:
Additional information was provided in h.11. No similar complaint and no non-conformance reported for the product lot/batch/serial under investigation. The product investigation could not identify a root cause for the reported complaint of post-operative low vision. The product has not been received for evaluation. Each lens is subjected to a 100percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Based on the information provided, the issue may have occurred during surgery. Information was provided that two patients had visual issues after the lenses were implanted on (B)(6)2024. It was indicated that the lenses may have been changed in the operating room, as the two patients were operated on sequentially in the same room. The lens was exchanged for the same model with the intended diopter. No further information has been provided. The file will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).